Event description:
The customer reported to beckman coulter (bec) that a specific patient sample run on their coulter act 8/10 analyzer recovered erratic hemoglobin (hgb) results. The customer provided illegible printouts for this event with handwritten results for white blood count (wbc), hgb and mean corpuscular volume (mcv) for 3 different patient samples to show the reported event. Wbc and hgb results were erratic for all 3 samples, mcv erratic for patient #1, but correlates for patients # 2 and #3. The instrument flagging cannot be determined from the illegible printouts. Correct results were not indicated by the customer. The erroneous results were not reported out of the laboratory and there was no change to patient treatment attributed to this event. Patient results are provided in section b6 of this report.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse replaced the hemoglobin (hgb) lamp and holder, after which it was observed the hgb voltage was fluctuating and the fse replaced the main board (card). The fse replicated multiple samples and could not duplicate any erratic results. The repair was verified and the instrument validated. Failure mode was attributed to hgb lamp and main board.